Event description:
The customer reported that the workstation locked up while trying to send images to pacs. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge representative evaluated the system and could not reproduce the reported problem. The system operates as intended.